Manufacturer narrative:
The additional product was added to the complaint after the initial medwatch was submitted: cat # unk, lot # unk, description: unknown uhr bipolar head; cat # unk, lot # unk, description: unknown 26mm c-taper head. An event regarding revision involving an unknown secur-fit stem was reported. The event is not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: not performed as medical records were not received for review with a clinical consultant. Device history review a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had a right hip revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient had a right hip revision.